Event description:
It was reported that: physician was unable to push the manta device through the sheath without great force. He had a lot of difficulty but it finally connect and he was able to deploy the device and complete the case. The patient condition is reported as fine.

Manufacturer narrative:
(B)(4) the device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Case details were reviewed. Following an undisclosed procedure, a 14f manta was planned for closure. While inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered severe resistance attempting to advance the bypass tube into the sheath hub. The bypass tube would not go through the hemostatic valve within the sheath hub. The physician continuously applied greater force until he was able to connect the manta handle closure to the manta sheath hub and complete the closure. The IFU indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device. Procedure requirements state the manta closure must be deployed using the manta sheath provided in the manta package; do not substitute any other sheath. The der process will continue to monitor for any similar events.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: physician was unable to push the manta device through the sheath without great force. He had a lot of difficulty but it finally connect and he was able to deploy the device and complete the case. The patient condition is reported as fine.